Event description:
It was reported by service report that the toprail was broken with sharp edges. It was also found that the siderail would not latch upright. No pt involvement or adverse consequences are reported.